Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that video system center had blackout. The issue was found during a diagnostic gastroscopy procedure, and the procedure was completed with the similar device there were no reports of patient harm.